Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident a technical support specialist (tss) attempted to dial in to the station through remote support service (rss) but was unsuccessful due to a time out issue. The tss requested customer assistance with a reboot to continue remote troubleshooting. No additional information was received from the customer, so the tss closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was frozen on bluescreen. The customer tried to reboot, but the problem was not resolved. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.